Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this device was not explanted at the time of the infection as previously reported. This device remained in service until it was explanted almost five years later due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.